Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 04/29/2025 04:10:00. Battery cycle 8.0 received the low battery alert (104) on 04/29/2025 04:10:00 faster than expected at 1.79 days. Battery cycle 6.0 received the low battery alert (104) on 04/27/2025 08:35:00 faster than expected at 1.43 days. Battery cycle 3.0 received the low battery alert (104) on 04/25/2025 14:21:00 after more than 7 days at 12.81 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, cracked keypad overlay and scratched lcd window. The sc1-cap/reservoir does lock properly. Unexpected battery power loss and charge/battery lasts less than expected was confirmed and isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump alerting low battery less than 7 day after inserting new battery and also received replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical interventions were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-1886

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.